Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the length of the target lesion#2 was 28mm long and not 20mm long as previously reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-07044 and 2134265-2017-07045. (B)(6) clinical study. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2017, clinical status assessment indicated that the patient's qualifying condition as stable angina and the patient was referred for cardiac catheterization. Subsequently index procedure was performed. Target lesion #1 was located in the proximal left anterior descending (lad) artery with 90% stenosis and was 8 mm long with a reference vessel diameter of 3 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00 x 12 mm study stent. Following post-dilatation residual stenosis was 20%. Target lesion #2 was a long lesion located in the mid lad extending up to distal lad with 60% stenosis and was 20 mm long with a reference vessel diameter of 3 mm. Target lesion #2 was treated with pre-dilatation and placement of 3.00 x 32 mm and 3.00 x 12 mm study stents. Following post-dilatation residual stenosis was 0%. One day post index procedure, there was elevation in the cardiac enzymes. ECG performed and revealed sinus bradycardia, occasional premature ventricular complexes, borderline qt interval with no significant changes and reported an event of pci related mi. The following day, the patient's cardiac enzymes were noted to be trending downward and per edc event was considered to be resolved. The patient was discharged on dual antiplatelet therapy (aspirin and clopidogrel). Site has confirmed that "there were no procedure related issues or problems. (E.g. No dissection, side branch closure or embolization, or no reflow) and that the periprocedural mi was suspected to be related to the lesion length and complexity".